Manufacturer narrative:
(B)(4). Batch # p58e12. Device evaluation: the analysis found that one long60a device was returned with no apparent damage and with an gst60b cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure the device misfired on the last firing. No staples deployed from the mid to distal tip of the staple line. It is unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58x4x. Device evaluation: the analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.